Event description:
It was reported that the customer was hospitalized due to a hypoglycemic coma. The reported blood glucose reading was 30 mg/dl. The customer filled a new reservoir prior to the event. The customer was disconnected during priming. The customer's mother believes that the insulin pump malfunctioned and delivered 80 units of insulin into the customer's body. The customer suffered severe deficits in her cognition as a result of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.